Event description:
Rptr did back to back blood glucose testing, one after the other, using the same finger stick. The results were 386 and 186mg/dl. Rptr did not have any symptoms. The rptr did not have control solution for testing. On follow-up, the rptr stated that rptr has been monitoring blood sugars closely because they can be affected by rptr's medications for liver disease; rptr is also a survivor of ovarian cancer. Rptr will do a control test when rptr receives solution, and also will do meter/lab comparison at rptr's next dr's appointment. No harm was alleged.